Event description:
It was reported by the customer that she had the (B)(4) adjustable band implanted in (B)(6). The she had a band erosion and the band was removed. The patient was hospitalized for two days and has been discharged home without any further complications. At the time of the band removal, it was discovered that she had a hiatal hernia. She stated that she did not have the hiatal hernia at the time the band was implanted. She also stated that she had h-pyloric and was treated. She stated that the band was 11 cm long and held a total of 10 cc. The report indicated that the band should never be filled with more than 7.5 cc due to potential complications. The patient also stated the band was discarded. The explanting surgeon stated the band was in terrible condition.

Event description:
The implanting surgeon from mexico provided correct product code and lot number. Per the explant records, there were no issue with the band. Band erosion is an a recognized event that occurs with gastric banding.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4). Corrected date: product code.